Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the helicoil anchor broke. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor and sutures are still on the insertion device. The anchor is missing several threads. Bio debris is present. A functional evaluation could not be performed due to the damaged condition of the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. An evaluation of the customer provided image was performed and shows part of the device and the anchor is broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include use of excessive force during insertion or not maintaining inserter alignment throughout insertion to ensure implant integrity. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H6: health effect - impact code.

Event description:
It was reported that during an arthroscopy, the helicoil anchor broke. The piece were removed using tweezers and the original drilled bone hole was used. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.